Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience high blood glucose level of 300 mg/dl to 400 mg/dl. The customer states that she will treat high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose stating it's normal for her.